Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been hospitalized for 1 day with hyperglycemia. The patient's pdm (personal diabetes manager) was not turning on and their blood glucose levels reached 511 mg/dl while wearing the pod. The patient was treated with fluids, insulin and sodium. The healthcare provider instructed the patient to use insulin shots.